Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection, front cover scratched, enclosure had a crack under quick connect, water tank was cracked on the bottom, pole clamp had gouges in it, quick connect was corroded, had old power switch cable and power switch retainer attached to printed circuit board (pcb), line cord was faded, microswitch was bent. Per functional testing, water leaked from cracked water tank by the drain tube fitting. The complaint was confirmed. The root cause was due to usage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Manufacturer narrative:
Date of event and UDI section is unknown. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has housing corrosion that is causing a leak. Patient involvement is unknown.